Event description:
Customer reports receiving a high reading in their precision xtra blood glucose monitor. In blood glucose tests, customer obtained a reading of 198 mg/dl compared to a laboratory result of 77 mg/dl obtained within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's products have been requested back for an investigation.